Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 19-year-old male patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the customer's device underwent testing and the fault was observed and verified to the ECG board. The ECG board was replaced to resolve the issue. The device was recertified and returned to the customer. No emerging trend based on similar reports